Event description:
While flushing the line with a 10 cc syringe, a popping noise was heard, after which a leakage was noted from where the catheter connects to the hub. The catheter had to be pulled and replaced.